Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, it was reported that a patient in (B)(6) experienced high fever, discharge from percutaneous endoscopic gastrostomy (peg) site, and elevated levels of c-reactive protein (crp), blood urea nitrogen (bun) and sedimentation rate. On (B)(6) 2016, the peg tube was removed due to infection at the stoma site. On the same day the patient was started on antibiotic therapy with iesef 1gr intravenous 2x1 and nidazol 500 mg oral 3x1. On an unknown date fever, stoma site discharge, elevated crp, bun, and sedimentation rates were resolved. A new peg tube was placed on (B)(6) 2016.